Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens and bubbled downstream occlusion. During analysis, the customer's reported concern was confirmed. It was noted that the seal was damaged by a harsh cleaning solution and was the cause of the reported issue. Service will replace the downstream occlusion seal to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed a test for either upstream, downstream, or air detector sensor. No patient was involved in this event. No adverse effects were reported.